Event description:
Physician connected penumbra 5max-ace reperfusion catheter to the penumbra aspiration pump. The aspiration tubing had an audible leak from the distal end of the flow switch. Physician made multiple attempts to reattach and tighten all connections, but the air leak remained. The physician then opened a second aspiration tubing from the same lot and encountered the same issue. The physician disconnected the flow switch section of the tubing and reattached the tubing without it which eliminated the problem.

Manufacturer narrative:
Results: the aspiration tubing was tested using a pump and a canister. No leak was found. The aspiration tubing is functional. Conclusion: the complaint has been evaluated. The complaint indicates that the aspiration tubing had an audible air leak from the distal end of the flow switch. During evaluation, the tubing was tested and no leaks were found. The cause of this complaint could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00388.